Manufacturer narrative:
(B)(4): the device is returned and evaluation is yet to happen. We cannot come to any conclusions as yet.

Event description:
It was reported that, post-op, it looked like nitinol locking wire at caudal was cut. It was confirmed by x-ray and it was supposed to be single line but the continuity of the line has been cut out. No patient complications were reported. The surgeon commented that it happened because cage might be moved so burden was applied to the wire by screw and the wire was cut out. Breakage of wire on caudal side was confirmed. A revision was performed and implant was explanted.

Manufacturer narrative:
Image review: post op x-rays c2-3 cage, c3-6 acdf with artificial plate show a fracture in the cage. Possible contributing factors include placement of the cage next to a long construct fusion, and failure of fusion at the implanted level. Fusion status in unknown. No lateral imaging is provided. Root cause surgical technique.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the acp bone screw head identified witness mark line and deformation, consistent with impact of anti-migration wire into screw head, as is alluded to in the event description. This impact may have subsequently contributed to the wire failure. The above observations are consistent with impaction of the retention wire into the head after implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.